Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. Visual inspection upon receipt found no obvious anomalies that would have contributed to the reported insufficient gas transfer performance. Another visual inspection was performed after saline solution was let to flow through the actual sample. There was no visible clotting formed on the gas exchanger module. The actual sample was rinsed, dried and subjected to another visual inspection over the filter with no relevant findings. The actual sample was tested for the gas transfer performance by circulation of bovine blood. Both o2 addition and co2 removal in volume were confirmed to meet manufacturing specifications. A review of the device history record of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file found no report with the involved product code/lot# combination. The investigation results verified that no anomalies were found in the gas transfer performance on the actual sample. There are many complex clinical variables that may have affected the reported observed conditions during the procedure. However, there is no indication that the reported event was related to a product defect or malfunction. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "a phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improme the performance. Increase gas flow rate, to 20 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported insufficient gas exchange in the capiox device. Follow up communication with the user facility confirmed the following information: it was reported that during circulation there was an increase in fio2. The increase in fio2 did not aid to the increase in pao2.